Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the detachment occurred at the end of the procedure when onyx was injected. There was no resistance when using the apollo. There was no resistance when the distal tip of the apollo was detached. It came off without the doctor doing traction. The tip of the apollo was embedded in the onyx. There are no intentions to recover the tip of the catheter. The tip of the apollo remained in one of the afferent arteries, without complications. When removed, the apollo showed no twists or damage.

Event description:
Medtronic received a report that an embolization of an arteriovenous malformation was being performed and when onyx was being expelled through the apollo catheter, the tip came off without much effort. It was onyx's last doses of the first syringe. The embolic liquid remained right in the place to be used.  The tip of the apollo microcatheter detached without much effort at the embolization site. The doctor says he did not use force to make this happen. The microcatheter was immediately removed and the tip of the catheter remained in the embolization (entrapped/stuck).the catheter could not be rescued as it was quickly disposed of. There was no difficulty or friction during injection. There was no force applied during removal. There was no vasospasm. There was no surgical or medical intervention required. This did not occur during onyx injection.  The procedure was nearing its end, so there were no complications. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no treatment since the procedure had just ended, without complications. The patient was undergoing surgery for treatment of an aneurysm with a max diameter of 4mm. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a benchmark 6f guide catheter, mirage guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.